Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power with moisture ingress issue. The patient reported swimming with the pump and noticed that the pump had moisture behind the display and would not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/01/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with visible moisture in the display lens. The pump does not power on. The pump failed leak-testing with a case seal leak, and there was internal moisture observed in the pump. Further testing could not be completed due to inability to power on the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.